Event description:
In 2009, the patient reported that she believes there are blockages in her infusion sets and insulin does not flow as it should. As a result, she has experienced elevated blood glucose of over 300 mg/dl. Her target blood glucose level is "at least 100 mg/dl." She stated that she does have hard bumps and scar tissue at her infusion sites. She stated that this issue began in the fall of 2008 with several different boxes of infusion sets. She stated that she would typically change her infusion site every 2-3 days. She was advised to change the infusion site at least every 3 days. She stated that she began use of another type of infusion set and "insulin flows out faster" and her blood glucose has returned to normal. She was sent information on infusion site management. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.